Event description:
Per the clinic, the patient experienced an infection (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
There is now a reported explant on (B)(6) 2022 and a skin revision. This report is submitted on july 11, 2022.

Event description:
There is now a reported explant on (B)(6) 2022 and a skin revision.

Event description:
Per the clinic, the patient was treated with oral antibiotics for the infection.